Event description:
Pt called to report torn lenses and an "eye infection." Spoke with the optometrist and he reported pt was examined in 2003 for an ocular irritation and found a "bump" limbally os with staining and a mild iritis. The injury resolved by follow up in 4 days after course of vigamox and pred forte. No loss if visual acuity occurred.